Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up report at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
In this case the customer reported that the system is unable to boot up outside of use. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse reviewed the system log files and identified that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc, restored the system configurations and returned the system to use in good working order. The codes were updated based on the investigation outcome.